Manufacturer narrative:
Retainer ring = clear. On september 28, 2019, the customer alleged for and insulin pump error. Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1. In further full review in the insulin pump memory/history found multiple: insulin pump error on the event date of september 27, 2019 23:32:06.000 to september 28, 2019 00:05:15.000. No insulin pump error alarm during testing. The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, damages to the retainer ring was noted during inspection. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked reservoir tube lip, stained keypad overlay, cracked case (battery tube), and pillowing keypad overlay. In summary, insulin pump passed all required testing. Insulin pump error was confirmed, problem isolated to motor anomaly. Damage to the retainer ring was confirmed. Moisture damage was confirmed on the electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical block error. Customer¿s blood glucose level was 105 mg/dl. Customer was able to clear the alarm. Customer did not able to rewind the insulin pump. Customer reported that the insulin pump did not exposed to moisture. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.